Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported left side "device migration/implant malposition, wrinkling/rippling, change shape/size/style". The device was explanted and replaced.